Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after the procedure where this device was implanted, the patient experienced adhesions to sigmoid colon, mesh debridement, recurrent inguinal infection, abscess, pain and attempted removal of remaining mesh. After the original procedure additional surgeries were performed, including revision and removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after the procedure where this device was implanted, the patient experienced defective mesh, adhesions to sigmoid colon, recurrent inguinal infection, abscess, pain, mental pain, disability, impairment, and loss of enjoyment of life. Post-operative treatment included revision, mesh debridement, partial removal, and removal of remaining infected mesh.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the procedure where this device was implanted, the patient experienced chronically infected mesh, chronically inflamed tissue, defective mesh, adhesions to sigmoid colon, recurrent inguinal infection, abscess, pain, mental pain, disability, impairment, loss of enjoyment of life, improper wound healing, foreign body response, & inflammatory reaction. Post-operative treatment included revision, mesh debridement, partial removal, removal of remaining infected mesh and hernia repair with new mesh.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after the procedure where this device was implanted, the patient experienced edema, mrsa infection, phlegmon, fever, constipation, tenderness, abdominal pain, hematoma, erythema, fibroadipose tissue, foreign body giant cell reaction, necrotic mass, fibrotic tissue, hyperkeratosis, dermal fibrosis, draining sinus, purulent fluid, infected collection in llq, wound that would not heal, woody induration, chronically infected mesh, chronically inflamed tissue, defective mesh, adhesions to sigmoid colon, recurrent inguinal infection, abscess, pain, mental pain, disability, impairment, loss of enjoyment of life, improper wound healing, foreign body response, inflammatory reaction. Post-operative treatment included antibiotics, hospital admission, CT scan, lap lysis of adhesions, IV fluids, pain medication, wide local excision of abdominal wound and fascia with mobilization of myocutaneous flaps, excision of granulation tract, wound vac, removal of tacks, exploratory laparotomy, revision, mesh debridement, partial removal, removal of remaining infected mesh and hernia repair with new mesh.

Manufacturer narrative:
Additional info: a1, a4, a5b, b2 (added hospitalization), b5, b6, b7, h6 (patient codes, imf codes, ime e2402: "fibroadipose tissue, hyperkeratosis, sinus, woody induration"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after the procedure where this device was implanted, the patient experienced defective mesh, adhesions to sigmoid colon, recurrent inguinal infection, abscess, pain, mental pain, disability, impairment, loss of enjoyment of life, improper wound healing, foreign body response, <(>&<)> inflammatory reaction. Post-operative treatment included revision, mesh debridement, partial removal, and removal of remaining infected mesh.

Manufacturer narrative:
Additional info: b5, g1, h4, <(>&<)> h6 (patient codes) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.